Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. After an implant period of approximately 13 months, it was reported that the patient received inappropriate shocks while he was in the street. He was admitted to hospital and oversensing was confirmed. The lead was explanted, but not returned to biotronik.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated a damaged insulation at some 32.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as the result of clavicular first rib entrapment. During the mechanical inspection, deformations of the inner coil close to the is-1 connector pin were observed which were caused most likely by over-rotation. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.